Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a distal pancreatectomy when the nurse connected the cartridge to the handle and checked jaws open and close without a problem. The surgeon placed the stapler onto the pancreas and attempted to fire, but the handle could not be squeezed. A new handle and a new cartridge were opened and used without problem. The surgical time was extended by less than 30 min. There was no patient injury.